Manufacturer narrative:
Blocks a1 (patient identifier), d4 (lot number, expiration date) e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone), e3 (occupation), h4 (manufacturer date) and h6 (device codes) have been updated based on the additional information received on july 12, 2024. Block h6: imdrf device code a15 captures the reportable event of partial stent deployment.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to treat tracheobronchial stenosis due to malignant tracheal bronchus using a bronchoscope performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was stuck after pulling the pull wire for two tabs, and the stent shaft curved and kinked. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed by addressing the patient's underlying symptoms through an alternative method of removing the tumor tissue with an electric knife. There were no patient complications reported as a result of this event, and the patient's condition was stable and became better after active follow-up therapy (laser therapy and radiotherapy).

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to treat tracheobronchial stenosis due to malignant tracheal bronchus using a bronchoscope performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was stuck after pulling the pull wire for two tabs, and the stent shaft curved and kinked. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed by addressing the patient's underlying symptoms through an alternative method of removing the tumor tissue with an electric knife. There were no patient complications reported as a result of this event, and the patient's condition was stable and became better after active follow-up therapy (laser therapy and radiotherapy).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of partial stent deployment.